Event description:
First proglide did not fire correctly. The second proglide did not fire correctly. We used pressure and quickclot for closure to complete the procedure. Both products had patient contact but no harm. Manufacturer response for abbott proglide, (brand not provided) (per site reporter). Sent email to reps. Product will be returned to manufacturer.